Manufacturer narrative:
Consumer experienced a lost filling and two worn fillings. Serial number of the toothbrush was not provided. Additional contact information not provided. Device manufacturing date not available due to toothbrush not being returned.

Event description:
Consumer stated in online review that a surface filling fell out and two others are worn after using the sonicare power toothbrush.